Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous thyroglobulin antibody (thgabii) results for one (1) patient sample on their access 2 immunoassay system. The erroneous thgabii patient sample results were not reported outside of the laboratory. There was no report of impact to patient treatment associated with this event. The customer reported that thgabii patient sample results were discrepant upon repeat analysis. The customer reported that quality control results were recovering outside of the laboratory's established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a major preventative maintenance on the instrument. In addition, the fse replaced all of the dispense probes and aspirate probes. The fse verified all repairs per established procedures. The system check passed and the thgabii calibration passed. Quality control results recovered within the laboratory's established ranges. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-05741, 05742. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.